Event description:
On (B)(6) 2011, the patient was implanted with an ams miniarc sling. It was reported that the patient experienced serious bodily injuries, including but not limited to pain, thinning of her vaginal mucosa, mesh erosion, dyspareunia, urinary issues, interstitial cystitis, infection, and other injuries. It was also reported that the patient has experienced mental and physical pain and suffering, disability, and permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.